Event description:
It was reported that a helix extension issue was found prior to implant and the lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of a helix issue was confirmed in the laboratory. During testing, the helix was jumpy and bent. After the helix was straighten, the helix performed normally. It was not determined whether the helix became bent before or during implant.